Event description:
Additional information was received that the increase in depression was above pre-vns baseline but was not related to vns. The patient has lost his job and had a close family member pass away and the increase in depression is related to that and other external stressors. No further information was provided.

Event description:
It was initially reported that the patient was having a increase in depression. Clinic notes reported that the patient has been very depressed for at least the last 10 years but is now more depressed. It is unclear if the worsening of depression is related to vns. The patient has refused treatment years ago but is now willing to accept treatment now. I the past he has been hospitalized and put into restraint for his depression. Good faith attempts for additional information have been unsuccessful to date.